Manufacturer narrative:
The reported disassembly of the release pins was confirmed by a manufacturer repair technician at a stryker foreign subsidiary through visual inspection. Potential causes for the reported disassembly include a material integrity issue or impact.

Event description:
It was reported that during testing conducted at a stryker foreign subsidiary the release pins of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at a manufacturer facility, there was no patient involvement and no delay to a surgical procedure.